Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in performing the reset. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues arose. The customer understood and acknowledged the instructions.